Event description:
It was reported that the patient experienced hypoglycemia, with a documented blood glucose of 53 mg/dl, which was treated with oral carbohydrates (orange juice) resulting in a rise to 84 mg/dl, followed by another decline that subsequently stabilized as the glucose trend indicator changed from downward to horizontal. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution at home without medical intervention or hospitalization. Investigation included troubleshooting and education on hypoglycemia management. Investigation of this case revealed no device malfunction was identified and no device component issues were reported, with the event assessed as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.